Event description:
It was reported that a cartridge alarm 20 occurred, and the customer experienced seven cartridge alarms on the same day. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since it was still under warranty, and a replacement pump with updated software was sent to the customer. The customer was instructed to use mdi as a backup therapy to ensure continuous insulin delivery until the new pump arrives. The caller was informed about the storage procedure for the current pump and instructed to return the problematic pump to tandem using a provided return box and label within ten days. The customer was also advised to program settings and connect their cgm to the new pump upon receipt. The caller understood and acknowledged all instructions given by technical support.